Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was foreign material lodged in the nozzle of the device. The material was described as being a crystalline dirt-like material. The following additional findings were also noted: light guide lens cracked, and nozzle adhesive peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, upon the receipt, inspection, and testing of the returned loaner evis lucera colonovideoscope device, it was discovered that there was foreign material lodged in the nozzle of the device. The material was described as being a crystalline dirt-like material. The customer did not report any anomalies during their use of the device, and reported that they follow proper cleaning, disinfection, and sterilization practices for their equipment. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material found to be clogging the air/water nozzle was found to be a white crystal-like foreign matter but could not otherwise be identified. The root cause of the issue could not be determined, as there was no physical damage observed that might result in the retention of foreign material and there were no device reprocessing deviations. The event can be detected/prevent by following the instructions for use sections below: ¿olympus cf type q260ai operation manual chapter 3 preparation and inspection¿. ¿olympus cf type q260ai reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures.¿. Olympus will continue to monitor field performance for this device.